Event description:
The device was used during a sub-total gastrectomy procedure. Reportedly, the staples did not form properly. The surgeon resected the incomplete staple line and applied another device.